Event description:
Boston scientific received information that the trans-telephonic monitoring displayed a magnet rate of 90 bpm. A subsequent in-office visit three months later showed the longevity remaining at 0.5 years. One month later the longevity remaining displayed at 1.0 years with the magnet rate continuing to stay at 90 bpm. Technical services explained that there was a slight increase in the right ventricular (rv) lead impedance measurement, however it was still within range, which may have affected the longevity calculation. No adverse patient effects were reported. Subsequent information was received that the patient has since passed away. However, no further allegations regarding the device or relating to the patient's death were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.